Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. The referenced history of the patient¿s first, second and third distal-end percutaneous lead replacements were reported under medwatch MFR report numbers 2916596-2014-01020, 2916596-2015-01808 and 2916596-2016-00629. Approximate age of device - 3 years. The explanted device was returned for analysis. The evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. The patient has had three distal end percutaneous lead replacement procedures performed in the past. On (B)(6) 2016, the patient presented to the clinic and upon connecting to the power module, the patient quickly disconnected and stated that there was a sensation of the pump ¿jumping¿. The patient was asymptomatic. The system controller event history was reviewed and indicated three low speed operation alarms corresponding with when patient reported a feeling the pump ¿jumping¿. A system controller log file submitted to the manufacturer¿s technical services representative for analysis showed low speed events with a reduction in pump speed to 5410 rpm. The recorded log file data showed that the reduction in pump speed had occurred when the patient connected one of the power leads to the patient cable. The submitted x-ray images of the internal and external portions of the percutaneous lead were unremarkable. The patient was placed on an ungrounded power module patient cable due to a recurrence of pump stoppages, low speed operation alarms and a suspected percutaneous lead short to shield internal to the patient. A pump exchange was subsequently performed on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
The report of low speed events was confirmed based on the information contained in the submitted system controller log file. The events appeared consistent with a potential percutaneous lead (lead) wire compromise. Four x-ray images of the internal and external portions of the lead were submitted for review and appeared unremarkable. No obvious areas of potential breakdown of the braided shield was observed. A photo of the external portion of the lead was submitted for review and showed no obvious areas of trauma to the previous replacement site or to the outer silicone sleeve in this location. The lead was returned cut approximately 14 inches from the pump housing and the remainder of the lead was returned in one segment. Continuity testing of both returned portions of the lead revealed that all wires were electrically intact. Upon removal of the outer silicone sleeve, breakdown of the metal braided shield was observed on the portion of the lead extending from the pump housing in the area between the nipple of the pump housing and 3 inches from the pump housing. Visual examination of the underlying wires revealed breaches in the red and yellow wire insulations at approximately 1.5 inches and 2.5 inches from the pump housing, respectively, and the inner metal conductors were exposed. The breach in the yellow wire insulation was large and some of the exposed inner conductors were damaged and showed evidence of corrosion, consistent with an electrical short. High potential testing of the lead segment revealed an additional, smaller, breach in the orange wire insulation at approximately 2.75 inches from the pump housing, exposing the inner metal conductors. All observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. Visual examination and high potential testing of the remainder of the returned lead segments revealed no other areas of compromised wire insulation. The device operates on a three phase motor where each phase is powered by two redundant wires; the yellow and green wires represent motor phase 1, the black and brown wires represent motor phase 2, and the red and orange wires represent motor phase 3. If the exposed conductors of any of the compromised wires contacted the braided shield while operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the reported low speed events as recorded in the submitted system controller log file. An interruption in pump function could have also potentially been caused by a phase-to-phase short, which would occur if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield while operating on either tethered or battery power. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.